Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the self-adhesive of the infusion sets were not sticking well enough. The caller reported that the infusion sets were falling off of the patient's body. It was alleged that this has occurred with 3 different infusion sets from the same box. No adverse event was reported. The infusion sets were requested to be returned for product evaluation.